Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit displayed an "external device error" message during a patient case. There was no patient injury reported.

Event description:
The customer reported that the multigas unit displayed an "external device error" message during a patient case. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit displayed an "external device error" message during a patient case. Per the customer, cns monitoring was not affected. The customer will send in the unit for repair/exchange. There was no patient injury reported. Investigation summary: the root cause is determined to be component failure: sensor needed replacement. Sensor is a replaceable component, where the longevity is dependent upon the following factors: · instrument and parts must undergo regular maintenance inspection at least every 6 months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. · ensuring the environment is optimal as described in the operator's manual. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 2: 06/29/2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; request denied. Information is deemed not required as no patient/user was harmed during the incident. Tech support was provided all other relevant information. Attempt # 2: 06/29/2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; request denied. Information is deemed not required as no patient/user was harmed during the incident. Tech support was provided all other relevant information. Attempt # 2: 06/29/2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; request denied. Information is deemed not required as no patient/user was harmed during the incident. Tech support was provided all other relevant information. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: cns: model#: ni. Serial#: ni. Device manufacturer data: ni. Unique identifier (UDI)#: ni. Returned to nihon kohden: ni. Additional information: b4 date of this report g3: date received by manufacturer. G6: type of report. H2: if follow up, what type? H10 additional manufacturer narrative. Manufacturer references#: (B)(4) follow up 001.